Event description:
Patient reported providing a letter from their doctor. In the letter it states upon evaluation it was determined that the aligners do not fit properly and are actively moving the patient's teeth into incorrect position. This has resulted in a misaligned bite, increased tooth sensitivity and early signs of possible nerve and periodontal alignment involvement. The patient also reported new and persistent jaw pain which further supports the conclusion that the continued use of the aligners would be detrimental to the patient's oral health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.